Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to dislodgement. Moreover, this lead exhibited high pacing threshold. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.